Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump got wet in knee deep salt water and subsequently an altitude alarm occurred. Customer's blood glucose level was 196 mg/dl. Ultimately, customer was able to clear alarm and resume insulin delivery.